Manufacturer narrative:
The investigation is still on-going. Results will be provided within a follow-up report.

Event description:
It was reported that the nose got sore due to the presence of the mask pressure.

Manufacturer narrative:
Unfortunately no masks were made available for investigation on manufacturer site. Therefore an analysis of the affected masks could not be performed and an exact root cause could not be determined. It is known and comprehensible that such skin deteriorations as reported are not developing suddenly but gradually. Scientific literature regarding side effects of non-invasive ventilation describes that patients may develop skin irritations and diseases due to the treatment. The longer the ventilation episode the higher the probability of the occurrence for such problems. It is expected by the user that once irritations are observed countermeasures are initiated e.g. A change to another type of mask to eliminate potential reactions against the mask materials. Other influencing factors are the selection of a mask of an adequate size, the proper adjustment for the patient and a frequent observation of the actual patient status. The instructions for use contains different warnings concerning this topic. The full-face mask is not allowed to be used on patients who are uncooperative, obtunded, unresponsive, or unable to remove the full-face mask. The mask must not be placed over open wounds. Furthermore it is stated that the mask should fit the face comfortably but still provide an effective seal and that pulling the headgear straps too tight may cause skin irritations. But finally the exact root cause could not be determined. In the last year no similar case has been reported from the field.

Event description:
Please see initial-report.